Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had blank display. Customer reports that they experienced high blood glucose of 287mg/dl which was treated with insulin shot and spring was fell out from battery compartment. Customer advised to discontinue use of insulin pump and revert to back up plan as per health care professional¿s instructions. Insulin pump will be return for analysis.

Manufacturer narrative:
Blank display due to corroded battery tube and missing battery tube spring. Unable to perform the self test, displacement test, operating currents measurement, prime or compromised force sensor system alarm test, occlusion test and no delivery test due to blank display anomaly. Device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address or serial number label.